Manufacturer narrative:
UDI: (B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
As reported by the ous affiliate, a directlink module would not display an icp value immediately after a thrax rx photograph was taken, while this complaint lists the directlink monitor, icp extension cable and the patient monitor interface cable, along with a rohs microsensor, the group reporting the event believe that the problem is probably the sensor. Per affiliate: did the reported event cause any delays in the procedure or surgery over 30 minutes? No. Were there any adverse consequences to the patient? No longer monitoring possible, patient had to go to CT (=additional scan) to get an idea of the problems/ about what happened in the brain. Was the device revised or was it removed and monitoring discontinued? Sensor was implanted on (B)(6) and removed (B)(6). Problem occurred on the (B)(6).

Manufacturer narrative:
(B)(4). The device was returned and evaluated. The was tested upon initial receipt and failed. The device was then sent to the supplier for a full evaluation. The investigation by the supplier did not find any errors. The reported issue could not be reproduced. A DHR review was performed for the directlink module 82-6828 s/n: (B)(4) (lot# ctmb5j), and the lot met specifications when released. Based on the supplier's evaluation, the reported issue could not be confirmed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.